Event description:
Boston scientific received information that a transtelephonic monitoring company had been interrogating this device at the patient's rest home. The most recent interrogation was documented that the rate paced was in the 60's and a magnet rate of 85. The patient's physician signed off on the interrogation. Upon further review, the local area sales representative interrogated the device and no magnet response was achieved. The patient rhythm was atrial fibrillation (af), with a ventricular rate in the 70's. Additionally, pauses were observed when the rate decreased to the 40's. The patient denied any symptoms. Further review indicated that the device entered elective replacement time (ert) approximately one year ago. The patient was to be transferred where a replacement procedure was to occur.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.